Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing, inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The lead jumps in impedances as well. The patient will be seen for a revision procedure in the future. There were no adverse patient effects reported.